Manufacturer narrative:
The t:slim x2 pump user guide states: only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin exit the end of the infusion set tubing while filling the tubing. The customer's blood glucose level was 417 mg/dl and was addressed with insulin shots. Reportedly, the customer was using u-500 insulin in pump cartridges. Tandem technical support (cts) educated the customer that u-500 is off-label and is not recommended for use in the pump or supplies; customer acknowledged. During troubleshooting, cts instructed the customer to remove the tubing from the cartridge and to use the fill tubing feature. Customer verified that drops of insulin were seen from the cartridge. Cts instructed the customer to change tubing and the customer was able to successfully resume insulin.